Event description:
It was reported the subject device experienced an abnormal image. This issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8. D9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: multiple white spots in the image, lg cover glass is chipped, the rear end of the light guide bundle is broken, and the universal cord is scratched. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the poor quality of the universal cord causes a green screen. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.